Event description:
In 2008, the patient's mother reported that about 8 months ago, the patient had at least 4 insulin infusion set tubings from the same box break off near the luer lock connection. She said the patient discovered the broken tubing issue when she noticed her stomach was wet and she investigated her infusion system. She stated the patient's blood glucose was not affected. The mother said she is aware of the infusion set recall. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.